Manufacturer narrative:
The device has not been returned yet. If it should be returned, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
An inspection for the dacapo powerpack has been requested because it wasn't working well. Electrolyte leakage has been found at the inspection.

Manufacturer narrative:
As per the information received, the dacapo powerpack was found with leaking electrolyte; however, neither patient contact to battery chemistry nor any injuries were reported. No root cause for the malfunction could be determined as the device has not been received for failure investigation. This is a final report.

Event description:
An inspection of the dacapo powerpack was requested because it wasn't working well. Electrolyte leakage was found during the inspection. The dacapo powerpack will not be returned to hq (B)(4).

Manufacturer narrative:
Conclusion: the returned device supplemental sheet for rechargeable batteries was inspected upon arrival. According to the received information, leaking electrolyte was observed. The damage to the battery housing was clearly the reason for the malfunction of the device. This is a final report.

Event description:
An inspection of the dacapo powerpack was requested because it wasn't working well. Electrolyte leakage was found during the inspection. The dacapo power pack will not be returned to (B)(4)

Manufacturer narrative:
The returned device supplemental sheet for rechargeable batteries was inspected upon arrival. According to the received information, leaking electrolyte was observed. The damage to the battery housing was clearly the reason for the malfunction of the device. Additional information: two more supplemental sheets for dacapo powerpacks (sn (B)(4) sn (B)(4)) were added to this record and investigated upon arrival. All three devices show the same failure. Therefore, the above mentioned results do still apply.

Event description:
An inspection for the dacapo powerpack was requested because it wasn't working properly. Electrolyte leakage was found during the inspection. There was no user contact with electrolyte fluid and no injury sustained. Additional two devices have been confirmed to have leaked. The dacapo power packs have not been returned to hq (B)(4); however device supplemental sheets have been received.